Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank and an unexpected restart occurred. Blood glucose level at the time of the incident was 186 mg/dl. Blood glucose level at the time of the call was 165 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Act and arrow buttons did not respond due to corroded keypad traces. No blank display or numbers count down anomaly noted. No moisture damage on electronics noted. The insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm, battery out limit alarm due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.